Event description:
Customer reportedly received result of 140 mg/dl or 150 mg/dl on the mobile system, and a result of 58 mg/dl obtained on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208056, expiration date 09/30/2013). (B)(4).